Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited scope communication error (b30). The issue was identified at the time of diagnostic colonoscopy procedure. The procedure was completed using the same device after a brief surgical delay. There were no reports of patient harm.